Event description:
Received information of a leak at the septum of the cartridge. Customer's blood glucose level as not impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.